Event description:
It was reported the pt experienced severe abdominal pain and leg weakness post-op after 5-6-5 lead placement. The entire system was removed. The pt was at baseline pain following removal. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Lead.